Event description:
The customer reported an elevated troponin I (accutni) result for one pt, and issues with creatine kinase-mb (ck-mb) and estriol involving access 2 immunoassay system. This is report number two referencing the alternate access 2 immunoassay system. Subsequent testing produced troponin I result within the risk stratification range. It is unk if the elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
There is no indication that service was required on this unit. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-03917.